Event description:
It was reported that during servicing, the battery pca was found to have pushed in pins. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 2 was found to be bent/damaged.